Manufacturer narrative:
Internal complaint reference (B)(4). The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed. There were various scratches and dents on the device. The stickers were scratched and faded. A functional evaluation was performed. The hinge joint was stiff and difficult to articulate. The device was delayed in it's pressurization. The piston migration was at 1.9 inches. The complaint of "sticky" was confirmed and the root cause has been associated with a friction problem. The reported failure of "wear and tear" was confirmed and the root cause has been associated with a wear problem. The reported failure of "takes a while to engage" was confirmed and the root cause has been associated with a seal failure. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported complaint of "sticky" include damage to the seals, spacers, pressure rings and pressure cups caused by prolonged pressurization or contaminants entering the mechanical joints of the device damaging the seals, spacers, pressure rings and pressure cups. The reported failure of "wear and tear" can be attributed to movement, storage, set up and breakdown actions on the device. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, the spider 2 tenet 7615 has become sticky, has severe wear and tear and takes a while to engage. This was noticed during setup or inspection. The procedure was completed with a backup device with no delay nor patient injury. Results of investigation have concluded that the hinge joint was stiff and difficult to articulate which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.